Manufacturer narrative:
As reported, the operator claims that the sealant of a 6f-7f mynxgrip vascular closure device did not stay at the artery level. After pushing the shuttle down, the operator retracted the introducer back up as per instructions for use (IFU), the white tamper tube and sealant came back up on the catheter at the same time. The operator then deflated the balloon, retrieved the complete device and proceeded to manual compression for less than thirty minutes to achieve hemostasis. There were no consequences to the patient reported. The deployer is mynx certified. The product was stored and handled according to the instructions for use (IFU). The mynx vcd was prepped according to the IFU. There was nothing unusual noted about the device prior to opening the package. The type of procedure the mynx was used in was a peripheral intervention. A non-cordis sheath introducer was used for the procedure. The femoral artery¿s suitability was verified on femoral angiography. The vessel type was an arterial vessel. The device was used in the common femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was the common femoral artery above the femoral bifurcation. There was a little presence of pvd/calcium in the vicinity of the puncture site. The user did shuttle down completely. There was no more than usual resistance when shuttling down. The user is an experienced user. There was no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. The patient¿s outcome/status after the mynx event was completely recovered. The device will not be returned. The devices were not returned for analysis. The device history record (DHR) review of lot f1823506 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to access site vessel characteristics (little presence of pvd/calcium in the vicinity of the puncture site and there was little vessel tortuosity) and procedural/handling factors. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the device history record review and the information available, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the operator claims that the sealant of a 6f-7f mynxgrip vascular closure device did not stay at the artery level. After pushing the shuttle down, the operator retracted the introducer back up as per instructions for use (IFU), the white tamper tube and sealant came back up on the catheter at the same time. The operator then deflated the balloon, retrieved the complete device and proceeded to manual compression for less than thirty minutes to achieve hemostasis. There were no consequences to the patient reported. The deployer¿s is mynx certified. The product was stored and handled according to the instructions for use (IFU). The mynx vcd was prepped according to the IFU. There was nothing unusual noted about the device prior to opening the package. The type of procedure the mynx was used in was a peripheral intervention. A non-cordis sheath introducer was used for the procedure. The femoral artery¿s suitability was verified on femoral angiography. The vessel type was an arterial vessel. The device was used in the common femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was the common femoral artery above the femoral bifurcation. There was a little presence of pvd/calcium in the vicinity of the puncture site. The user did shuttle down completely. There was no more than usual resistance when shuttling down. The user is an experienced user. There was no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. The patient¿s outcome/status after the mynx event was completely recovered. The device will not be returned.